Manufacturer narrative:
(B)(4). Statement from manufacturer: received one piece of used, approximately partial filled of easypump ii lt 100-50-s in open packaging. In as received condition, clamp clip was missing and wing cap was not handed over by the customer. Big top cap was opened and filling port was closed with discofix cap. Residue of solution was not detected at the filling port. Crystallized residue was observed at the housing of the patient connector. Blue stopper of the returned sample was opened, solution was not flowing. Since the returned sample was contaminated with cytotoxic drug (5fu), de-contamination process was carried out in order to proceed for further investigation. Analysis: flow rate test was carried out. Flow rate test result is failed, with mean flow rate of 1.55 ml/hr (-22.54% deviation from nominal flow rate of 2 ml/hr). No abnormally trend was observed from the flow rate pattern. Microbore sub assembly was then dissected from the returned sample and nitrogen flow rate test was performed. Result of nitrogen flow rate: 3.22 ccm within spec. Spec: 3.13 ~ 3.30 ccm. The slow flow rate could be possibly contributed by the less elasticity of the pump which already went thru more than one time infusion and drug was left in the pump during transferred from customer to bbm and bbm to bmi. Conclusion: the slow flow rate complaint is not judgeable. Justification: not judgeable.

Manufacturer narrative:
(B)(4). We received a used (approximately fully filled) easypump ii lt 100-50-s without package. Sample was received without the white tube clamp. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the patient connector was closed with a cannula from another manufacturer and the original wing cap was not handed over by the customer. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone). The pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. The pump did work immediately (solution was running). Leakages was not detected at the sample. Flow rate test: nominal: 2 ml/h. Actual: 2.4 ml in 1 h; 4,8 ml in 2 hrs; 6,8 ml in 24 hrs. The sample does not agree with our specification. We have informed our manufacturer accordingly. A follow-up report will be provided after their statement is available. Reviewed the device history record and no abnormalities found during in process or final control inspection.

Event description:
As reported by the user facility ((B)(4)): in both samples used, the problem occurred was the passage of the medication, which occurred in order slower than the conventional, i.e., not infused medication in its entirety. No problems were found with the catheter nor there was precipitation of medication or obstruction the pump.